Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available, and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unk amount of time in situ. No incident related medical sequela was reported.